Manufacturer narrative:
(B)(4). The customer reported that the unit showed a power interruption message. There was no reported pt involvement. The unit was evaluated at philips. The reported failure was reproduced. The battery pca was replaced to resolve the issue.

Event description:
The customer reported that the unit showed a power interruption message. There was no reported pt involvement.